Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device analysis: it was indicated the device was disposed of by the facility; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of cardiac tamponade and hypotension are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade and hypotension are a known inherent risk, since they are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
The patient experienced a pericardial effusion and a cardiac tamponade. It was reported that a farawave 2.0 nav was selected for use during a pulmonary vein isolation (pvi) ablation to treat atrial fibrillation. It was a redo pvi ablation procedure, with a previous cryo. Faradrive sheath and farawave catheter were prepared as per guidelines. Physician wired left superior pulmonary vein (lspv) and deployed farawave catheter to basket. No signals were found in vein so undeployed the catheter, pulled it back into sheath and wired the left inferior pulmonary vein (lipv). Catheter was deployed in lipv and again no signals were seen. Catheter was deployed into flower to move to right sided veins. When the catheter was at the right superior pulmonary vein (rspv), a small drop in blood pressure was noted at this time. Ablations were applied to the ripv (4 flower followed by 2 baskets). Pressure dropped further (as low as 60/40mmhg) so physician decided to stop ablation and remove sheath and catheter from the body. Pericardiocentesis took place and cardiopulmonary resuscitation (CPR) was performed. It was noted that 900ml of blood was drained within 25mins (ongoing). The patient stabilized for approximately 20mins before pressure dropped again to 56/45mmhg. Central line was inserted. Within 1 hour, 1300ml of blood had been drained. As the patient was about to be transferred to the intensive care unit (ICU), they became unstable again and could not be transferred at that time. They continued to drain blood (approx 3400ml in total) along with transfusions going in. The patient was eventually moved for surgical repair. In the following morning, the physician stated that the patient was still in the balance but surgery went well. The hospitalization was extended. The catheter was disposed. It was further reported that once about to transfer the patient, they became unstable again and could not be transferred at that time. They continued to drain blood (approx 3400ml in total) along with transfusions going in. The patient was eventually moved to theatre for surgical repair. Update the following morning from the physician, patient is still in the balance, but surgery went well. On 23jan2026, the patient had been transferred to another hospital. Was still in a critical but stable condition.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a pericardial effusion and a cardiac tamponade. It was reported that a farawave 2.0 nav was selected for use during a pulmonary vein isolation (pvi) ablation to treat atrial fibrillation. It was a redo pvi ablation procedure, with a previous cryo. Faradrive sheath and farawave catheter were prepared as per guidelines. Physician wired left superior pulmonary vein (lspv) and deployed farawave catheter to basket. No signals were found in vein so undeployed the catheter, pulled it back into sheath and wired the left inferior pulmonary vein (lipv). Catheter was deployed in lipv and again no signals were seen. Catheter was deployed into flower to move to right sided veins. When the catheter was at the right superior pulmonary vein (rspv), a small drop in blood pressure was noted at this time. Ablations were applied to the ripv (4 flower followed by 2 baskets). Pressure dropped further (as low as 60/40mmhg) so physician decided to stop ablation and remove sheath and catheter from the body. Pericardiocentesis took place and cardiopulmonary resuscitation (CPR) was performed. It was noted that 900ml of blood was drained within 25mins (ongoing). The patient stabilized for approximately 20mins before pressure dropped again to 56/45mmhg. Central line was inserted. Within 1 hour, 1300ml of blood had been drained. As the patient was about to be transferred to the intensive care unit (ICU), they became unstable again and could not be transferred at that time. They continued to drain blood (approx 3400ml in total) along with transfusions going in. The patient was eventually moved for surgical repair. In the following morning, the physician stated that the patient was still in the balance but surgery went well. The hospitalization was extended. The catheter was disposed. It was further reported that once about to transfer the patient, they became unstable again and could not be transferred at that time. They continued to drain blood (approx 3400ml in total) along with transfusions going in. The patient was eventually moved to theatre for surgical repair. Update the following morning from the physician, patient is still in the balance, but surgery went well. On (B)(6) 2026, the patient had been transferred to another hospital. Was still in a critical but stable condition.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a pericardial effusion and a cardiac tamponade. It was reported that a farawave 2.0 nav was selected for use during a pulmonary vein isolation (pvi) ablation to treat atrial fibrillation. It was a redo pvi ablation procedure, with a previous cryo. Faradrive sheath and farawave catheter were prepared as per guidelines. Physician wired left superior pulmonary vein (lspv) and deployed farawave catheter to basket. No signals were found in vein, so undeployed the catheter, pulled it back into sheath and wired the left inferior pulmonary vein (lipv). Catheter was deployed in lipv and again no signals were seen. Catheter was deployed into flower to move to right sided veins. When the catheter was at the right superior pulmonary vein (rspv), a small drop in blood pressure was noted at this time. Ablations were applied to the ripv (4 flower followed by 2 baskets). Pressure dropped further (as low as 60/40mmhg), so physician decided to stop ablation and remove sheath and catheter from the body. Pericardiocentesis took place and cardiopulmonary resuscitation (CPR) was performed. It was noted that 900ml of blood was drained within 25mins (ongoing). The patient stabilized for approximately 20mins before pressure dropped again to 56/45mmhg. Central line was inserted. Within 1 hour, 1300ml of blood had been drained. As the patient was about to be transferred to the intensive care unit (ICU), they became unstable again and could not be transferred at that time. They continued to drain blood (approx 3400ml in total) along with transfusions going in. The patient was eventually moved for surgical repair. In the following morning, the physician stated that the patient was still in the balance but surgery went well. The hospitalization was extended. The catheter was disposed.